Manufacturer narrative:
Visual inspection of the returned device revealed the cannulated threaded tip had fractured and separated at the 50mm depth grove indicator. Inspection under magnification revealed circular fracture lines indicative of a torsional overload. Possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. 1. Initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components

Event description:
It was reported the tip of a tap broke off inside the pedicle during a spinal procedure. The surgeon was able to retrieve the tip from the bone. There were no patient symptoms or complications reported as result of this event.